Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred during therapy initiated on (B)(6) 2013 at 17:41:40. During night drain cycle 25, the patient's ultrafiltration reading was 660ml, indicating the home patient (hp) drained 660ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4): the device was evaluated and the reported issue was identified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.